Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl. Customer declined to talk about treatment as his pump was displaying no delivery. Troubleshooting was declined for harm and advised to call back after treatment of high blood glucose. The insulin pump will not be returned for analysis.